Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. This device is expected to return for analysis.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. External visual examination identified no anomalies. Review of device memory confirmed that a low voltage code 1003 was recorded. Analysis confirmed the battery appeared to deplete more quickly than expected but the current drain was confirmed to be normal. The device case was opened to facilitate inspection and testing of the internal components. The battery and high voltage capacitors were removed, and the battery was replaced with an external power source. The battery was forwarded for detailed testing, and physical damage to one of the battery anodes, suspected to have been incurred during the manufacturing process, was identified. This damage resulted in the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device was returned and is currently undergoing detailed analysis. A supplemental report will be provided upon completion of analysis. The device was returned, and analysis was completed, and the report is updated with the product investigation results.